Event description:
It was reported that during a pre-op visit, no capture was observed. After the device was removed, the leads were checked and no capture was still observed. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.